Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a pacemaker upgrade and left ventricular lead implant. A right groin hematoma pseudo-aneurysm and mild pocket hematoma were noted post procedure. The patient was treated. No additional information available.